Event description:
Additional information was reported. Manufacturer representative reported the patient suffered a bad fall and was having a lead revision. When the physician was removing the fractured lead it broke and a portion of it remains in the patient. This reportedly occurred on (B)(6) 2017. No further complications anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va13pfs serial# implanted: (B)(6) 2016 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a severe fall 8 months ago ((B)(6) 2016). It was also reported that the device did not help their symptoms; they had a lack of symptom relief. Troubleshooting included checking impedances. High impedances were seen on all configurations, even after increasing amplitude to 2.0 and pulse width to 300. Further troubleshooting was not done as the patient needed to have their device turned off for another surgery; they were having a c2-c7 fusion which was noted to not be related to the device or therapy. The patient planned to follow up with their healthcare professional after dealing with their more important heath issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.